Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 2 devices were not available for evaluation. 6 device investigation types have not yet been determined. Additional information: 8 devices were not labeled for single-use. 8 devices were reprocessed or reused. Device not available

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 previously reported events are included in this follow-up record. Product return status 5 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. Additional information 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 5 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 5 devices were received. 3 devices were not available for evaluation.